Event description:
It was reported that the patient was experiencing inadequate stimulation. The patient underwent an explant procedure. All explanted device components were not returned as they were not released by the facility.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads , upn: m365sc2317700, model: sc-2317-70, serial: (B)(6), batch: 3120559/5145656.